Event description:
It was observed during the device investigation that the scope had a blurry image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image issue was likely due to an electrical problem; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.